Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. To address the issue, cts arranged for a replacement pump to be sent, and the caller was instructed on returning the damaged pump. The customer was prepared to use the current pump or rely on multiple daily injections (mdi) or a backup pump if necessary.